Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system froze and locked up. No pt serious injury or death was reported related to this event.